Manufacturer narrative:
Additional information: g4, h6, h10. The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. A review of the device history record showed the device had a manufacture date of 07/17/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device experienced error code 120.4610. There was no reported patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device experienced error code (B)(4). There was no reported patient involvement.